Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. Three months after this incident took place in june 2022, the system underwent an upgrade in august 2022. Due to this system upgrade, acoustic testing could not be completed. A review of service records indicated that the system had a planned maintenance (pm) completed in july 2022, with no abnormal occurrences. Complaints from this site were also reviewed and there is no evidence of any system defect relevant to this event. The customer stated that their protocol requires specified hearing protection during the scan, however a patient's medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. The incident appears to be the result of human medical condition(s). At this time, no additional activities are planned by gehc.

Event description:
Ge healthcare received a user report stating a patient reported permanent tinnitus after an MRI performed on (B)(6) 2022. The patient was seen by a physician who was unable to prescribe treatment at the time due to an existing condition. The patient was seen again in (B)(6) 2023 and there had been no improvement. It is unknown at this time if proper hearing protection was provided.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.